Event description:
A report was received that the patient¿s trial procedure was prolonged due to high impedance readings on the lead after the anchor was attached. The physician chose to replace the lead after troubleshooting by changing connections with the or cable and the lead extension. This delayed the procedure more than two hours. The patient experienced pain due to the extended time in the same surgical position and difficulty rising the following day.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's trial procedure was prolonged due to high impedance readings on the lead after the anchor was attached. The physician chose to replace the lead, lead extension and or cable which delayed the procedure more than two hours. The patient experienced pain due to the extended time in the same surgical position and difficulty rising the following day.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. Additional suspect medical device components involved in the event: model: sc-2408-56 serial: (B)(4) description: avista MRI perc lead kit, 56 cm model: sc-4319 lot: 19027739 description: clik x MRI anchor model: sc-3138-35 serial: (B)(4) description: scs phiii ext 35cm model: sc-4108 lot: 19495775 description: or cable 2x8, 61cm and extension spectra lead sc-2408-56 s/n #(B)(4): the complaint of high impedance was not confirmed. The lead passed all required tests and exhibits normal device characteristics. Clik sc-4319 lot #19027739: a review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient¿s trial procedure was prolonged due to high impedance readings on the lead after the anchor was attached. The physician chose to replace the lead after troubleshooting by changing connections with the or cable and the lead extension. This delayed the procedure more than two hours. The patient experienced pain due to the extended time in the same surgical position and difficulty rising the following day.